Event description:
Medtronic received information that as this transcatheter bioprosthetic valve was being deployed, the valve migrated out of the annulus and was deployed in the ascending aorta. A second valve was successfully implanted with no adverse patient effects. It was reported that the valve migration was likely due to patient anatomy (very elliptical native annulus with a large area of calcification on the native cusp growing into the left ventricular outflow tract, combined with a very hypertrophic left ventricle).

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Photographs of the procedural fluoroscopic imaging were reviewed and it appeared as though the outflow of the frame may not have fully expanded. The patient¿s native anatomy was noted to have a large piece of calcium and to be very elliptical. Anatomy and calcification can impact the ability of the frame to fully expand. If the frame is unable to expand completely due to the patient anatomy, the radial force of the frame may not be sufficient to anchor the frame and prevent movement. This is the most likely root cause of the valve dislodgement; however, a conclusive cause cannot be determined from the information available. Another possible cause of dislodgement is tension applied on the delivery catheter system (dcs) during positioning, calcification levels, and compliance of the native anatomy, and a number of others, and are typically not related to a device malfunction.